Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related, as the impella was unable to pass through the vasculature due to patient anatomy as per the clinical description provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old female in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support during percutaneous coronary intervention. During the implantation process of the impella cp, the patient became hypertensive as the impella gained access; the patient was weaned to one low dose pressor ¿ levophed. Right before implant of the impella, the decision was made to abort the procedure. It was felt that there was an acute on chronic lesion, and ejection fraction (ef) function that was displayed on the echo. Pump implantation aborted and percutaneous coronary intervention done without the impella cp.